Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has passed away due to an unknown reason. No other relevant information has been received to date.

Event description:
It was later reported by the medical examiner that the cause of death was sudden unexpected death due to epilepsy dilated cardiomyopathy of unspecified etiology. The device was not explanted during autopsy and is therefore unavailable for return to the manufacturer.

Event description:
Additional information received indicating that the generator was explanted on (B)(6) 2022. The explanted generator has not been received by product analysis to date.

Event description:
The suspect device was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator.